Event description:
Boston scientific received information from a patient advocate that in (B)(6) 2012 the patient developed a staph infection after having a pic line placed for a gangrenous gall bladder. It was noted that the infection did not clear after a month of treatments so the physician removed the device system in which the bacteria had seeded to the leads. It was also noted that during the extraction, some of the chronic leads were difficult to remove. A temporary pacing lead was placed in the patient's neck and a new system was implanted one week later on the patient's right side. The advocate stated it took three months for the left sided implant wound to heal properly.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.